Event description:
Information was received from a foreign friend/family member via a manufacturer's representative regarding a patient with an implantable pump. On 2022-oct-12, it was reported that the patient's catheter had "fallen off" on multiple occasions. The patient had been seen at the hospital multiple times for this issue, but the catheter migration had not been completely solved. It was noted that use of the pump was affected by the catheter migration. Effective treatment measures had been taken. No patient death had been reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, serial/lot #:(B)(4), ubd: 04-nov-2023, UDI#: (B)(4), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign consumer via a company representative on 2022-oct-19. The serial number of the pump was clarified. The implant date of the pump and catheter were clarified. The date of the first incidence of the catheter migrating was unknown as the patient¿s family did not inform of it. It was unknown what symptoms, if any, the patient experienced as a result of the issue. The cause of the catheter migration was unknown. It was further reported that the physician had performed a repair surgery on the patient. The catheter was not explanted. Regarding if the event had been resolved, it was noted that currently the patient was under observation. Additional information was received from a foreign consumer via a company representative on 2022-oct-20. The 400 customer service hotline tried to consult the patient whether other therapies and nursing care have been used, but the patient's family members reported that they did not use. It was further reported that the doctor had made an appointment with the patient around mid-november to check the specific catheter shedding problem, and solve it when adding medicine. At present, the patient was using fentanyl paste, and there is no problem in the treatment and no other needs.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0223952120 implanted: (B)(6)2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. They were currently unable to confirm the cause of the problem regarding catheter shedding / migration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.